Event description:
Procedure type: liver resection. According to the reporter: liver segment resection, open procedure. The surgeon who is very used to gia, endo gia + tri-staple stapled a vein with beige 60 mm sulu tristaple. Everything was normal until they were going to open the jaws after firing - the jaws were stuck and it was impossible to open them. The surgeon looked closer and saw that the knife was not drawn back even though the "black knobs" were retracted as usual. He pulled the knife back manually with a grasper or similar but the jaws were still stuck and sticked together on the vein. They solved the problem by clamping the vein and cut in with scissors to get the sulu out from the patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).